Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model eg29-i10c-us available in the united states with a 510k number k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states with the description of "no video image" involving pentax medical gastroscope model eg29-i10, serial number (B)(4). The event was reported to occur in the operating room, before use. There was no report of death, serious injury or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on 05-aug-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician noted image blackout confirming the customer complaint and documented the following inspection findings: fluid invasion in pve connector, fluid invasion in control body, distal body chip at channel opening at thinnest part, primary operation channel non-pentax material, up/ down brake knob/ lever markings faded, bending rubber non-pentax material, right/ left brake knob markings faded, failed wet leak test, failed dry leak test, pve electrical connector frame has severe corrossion, eto vent valve loose inner shaft, suction tube resistance, segment steel braid cut, endoscope failed electrical safety test - plct, lightguide prong cover glass set loose, right/ left control knob markings faded, #2 remote control button not working, #1 remote control button not working, equipment serviced by non-pentax facility, control body mild corrosion inside, #4 remote control button not working, insertion tube damaged at segment side (unauthorized repair), #3 remote control button not working, up/ down control knob/ lever markings faded, fluid invasion in umbilical light guide cable, segment screw screws missing at insertion tube, shield cover corroded, leak at # 1 remote control button cover, control body frame based plate coating peeling, hole in # 1 remote control button cover. The device underwent repairs including the following components: o-rings and seals, segment staycoil assy pb-free, staycoil collar, insertion flexible tube assy, distal end assy with tubes, segment assy attaching screw, segment attaching screw, bending rubber, rl pulley assy, ud pulley assy, adjusting collar, light guide fiber bundle, connecting receptacle (3), connecting receptacle(2), ccd module with drive pcb pb-free, light guide cable, suction channel lg, jet supply tube lg, air/water supply tube lg, mecha-base plate, base plate spacer ul-stopper assy, dr-stopper assy, staycoil holder bracket, bracket cover, intermediate plate, ud guide plate, guide cover plate, switch w/button retaining nut2, switch w/button retaining nut3, switch w/button retaining nut4, remote control button(1), eog valve assy eog valve tightening screw imp-1, core holding plate. Model eg29-i10, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. The endoscope was repaired and approved by final qc on 12-aug-2021 and was delivered to the customer under delivery order (B)(4).